Manufacturer narrative:
Product investigation is in progress.

Event description:
Only half came out vagina [foreign body in reproductive tract] . Went to take out my tampon and only half came out [complication of device removal] . Only half came out [device breakage] . Case narrative: consumer reported via phone that when she removed the tampon, only half came out. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Only half came out- vagina [foreign body in reproductive tract] went to take out my tampon and only half came out [complication of device removal] only half came out [device breakage]. Case narrative: consumer reported via phone that when she removed the tampon, only half came out. No serious injury was reported.